Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# unknown implanted: (B)(6) 2015. Explanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the lead revision occurred on the (B)(6).

Event description:
It was reported that ever since got their previous implantable neurostimulator (ins) replaced due to normal battery depletion, they had been experiencing an abnormal amount of static electricity/shocks in normal day to day activities (such as when playing with their grandchild or when touching the car). Specifically, it was noted the patient got constant static shocks when touching metal. It was noted the battery replacement was what may have contributed to the issue. Impedances were checked, which showed a short circuit/low impedances of 20 ohms between electrodes 0 <(>&<)> 1 (these were unused in therapeutic settings). All other impedances were between 600-1000 ohm. A data report extracted from the ins showed no abnormalities in the log and the ins was functioning as intended. Due to the electrode impedances changing after battery replacement, combined with the fact that the symptoms have only started occurring after replacement, the patient is planned for a lead revision which is scheduled for (B)(6) 2025. The issue was not resolved at the time of report.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.